Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging that their one touch ultra meter powers off during use. The patient mentioned that the reported issue with the meter began on (B) (6) 2010. She then started to eat more food/drink after the reported issue began and on (B) (6) 2010 at around 9:00am, she exhibited symptoms of feeling shaky. She did not seek any medical attention or contact her physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The batteries needed to be replaced; however, the patient did not have replacement batteries. The meter was replaced. The complaint is being reported since the patient alleged that due ot the meter not powering on, she later developed symptoms suggestive of a serious injury.